Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the pump module failed calibration test was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the top-left bezel boss insert being lifted. The external and internal inspections were performed on the suspect device. Internal inspection revealed the left upper bezel boss insert was lifted; however, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. A review of the pump module error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. The customer reported the event date of august 08, 2025. A review of the pump event log revealed no infusions were programmed on that date. Due to the absence of the pcu and its corresponding event logs, it is not possible to validate whether maintenance mode was accessed through the pcu. Additionally, the pump module event log does not contain sufficient data to determine the timing or occurrence of maintenance mode access. A calibration test was attempted on the suspect pump module using the alaris system maintenance (asm v 12.3) software. The device¿s new vpmr value of 152.1 l was found to be out of range and required repair, the device could not be calibrated. A known good bezel assembly from the dchu facility was temporarily installed in the suspect device for testing purposes only. Additional calibration was performed, the suspect pump module passed obtaining an error of 0% being within of the acceptable error (B)(4) after being calibrated successfully. After the rate accuracy task completed, the suspect pump module was again programmed to perform a one-hour system level rate accuracy test at a rate of 100 ml/hr in accordance with the timed rate accuracy product analysis procedure. The test results measured the actual rate at 100.38 ml/hr (0.38 % error), indicating the device is within specification after rate calibration. Bd alaris system user manual (v 12.1) states: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (inspection requirements on page 366). The device cases should only be opened by qualified personnel using proper grounding techniques. This device was reported to have no patient involvement. Note to repair center: please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy & calibration test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy and calibration test. There was no patient involvement.